Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen (825mcg at 264 mcg) via an implantable pump for unknown indications for use. It was reported that the patient had a replacement for normal battery depletion a few months ago but the wound never healed so now the pump was exposed. There were no external factors that contributed to the issue and no diagnostics/troubleshooting were performed. The pump and catheter were explanted and replaced. The issue was resolved. The explanted devices will be returned for analysis. The patient's weight and medical history were asked but unknown.